Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. A visual exam was performed and no defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Upon injection of air, the white balloon cuff was able to inflate but slower than normal. The white pilot balloon was able to properly inflate. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the pilot balloons and balloon cuffs were inspected for leaks. No leaks were detected. The syringe was then reattached to the blue pilot balloon in order to deflate the balloons. The blue pilot balloon and blue balloon cuff were both able to deflate. The syringe was connected to the white pilot balloon to deflate the white balloons. Both the white balloon cuff and pilot balloon were able to deflate, but the balloon cuff deflated slower than normal. The et tube was submerged underwater in an attempt to detect any potential leaks. Upon injection of air into both inflation lines, no leaks were detected. The et tube was then injected with dye through the white balloon inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, the et tube was unable to inflate properly. There appeared to be a slight blockage at the end of the pilot balloon that caused the balloon cuff to inflate at a slower rate. The sample was sent to the manufacturing site for further investigation. Upon functional inspection, the white and blue balloons were all able to properly inflate and deflate. It could not be determined what initially caused the white balloon cuff to inflate and deflate at a slower rate than normal. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon could not be deflated" was confirmed based upon the sample received. Upon functional inspection, it was found that the white cuff inflated and deflated at a very slow rate. It appeared that there was a blockage in the inflation line that prevented the white balloon cuff from inflating and deflating at a normal rate. However, the sample was sent to the manufacturing site for further evaluation and it was found that the white balloon cuff was able to properly inflate and deflate. It could not be determined what initially prevented the white balloon cuff from inflating and deflating at a normal rate. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "before using the tube on the patient, they reported that the big white balloon got pumped up but the balloon could not be emptied."alleged issue reported as detected prior to patient use during functional testing.no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 120 samples were taken from the current production. The cuff from the samples were inflated and left for four hours, then cuff from samples were deflated. Samples were visually inspected, defect reported "balloon could not be deflated" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed based on this investigation results. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "before using the tube on the patient, they reported that the big white balloon got pumped up but the balloon could not be emptied." Alleged issue reported as detected prior to patient use during functional testing. No report of patient harm or consequence.